Event description:
Philips received a complaint by the customer on the v60 indicating that the casters were worn. It was reported there was no patient involvement at the time the issue was discovered. Replacement casters have been ordered for repair. Final investigation and disposition are pending.